Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. As it is unknown if customer was using sensor with ios or android operating system, PMA/510(k) # has been provided for sensor with ios operating system. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received a "replace sensor" error message on the 10th day while wearing the adc device and was unable to obtain readings. As a result, customer experiencing symptoms of hypoglycemia, "could hardly be spoken to, was bent over the desk" and was unable to self-treat. The customer reported third-party intervention by partner who provided glucose and juice for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported via webform that they received a "replace sensor" error message on the 10th day while wearing the adc device and was unable to obtain readings. As a result, customer experiencing symptoms of hypoglycemia, "could hardly be spoken to, was bent over the desk" and was unable to self-treat. The customer reported third-party intervention by partner who provided glucose and juice for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they received a "replace sensor" error message on the 10th day while wearing the adc device and was unable to obtain readings. As a result, customer experiencing symptoms of hypoglycemia, "could hardly be spoken to, was bent over the desk" and was unable to self-treat. The customer reported third-party intervention by partner who provided glucose and juice for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.